Event description:
.

Manufacturer narrative:
Pt ID and weight were not provided by the facility. Sorin group (B)(4) manufactures the suction assembly with twist lock. The incident occurred at (B)(6) hospital in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group USA rec'd a user medwatch report which stated that debris was noticed within the tubing while the user was priming the aspiration and anticoagulation line. The infusion was stopped and the line, saline and heparin were replaced before continuing the case. There was no report of pt involvement. Sorin group USA has requested that the product be returned for eval. No product has been rec'd to date. The investigation is ongoing. A f/u report will be filed when the investigation is complete.